Event description:
The customer reported to olympus, the rigid scope has parts beyond the point where the light guide is attached loosens and comes off. There were no reports of patient harm.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection. The customer's reported problem was able to be confirmed. During the evaluation broken or loose components on eyepiece were found. It was also found that the outer tube was bent and that the image was cropped due to misalignment of the objective lens. This investigation is ongoing, follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.